Manufacturer narrative:
According to the files provided, the march 3, 2025 freeze was not detected in the log files. While on february 26, 2025, the log files indicate that the reply session does not terminate correctly, it was probably forced to terminate by the p1+p2 buttons. When aida was in progress at 09:49 am on february 26, 2025, , aida remained blocked and never ended. The most probably hypothesis is that the programmer froze because of the aida reading and that the different actions done by the user made the system even slower and the aida thread was no longer managed correctly. There is no need to ghost the tablet again, so there's no need to send it off. In the field, users should update to smartview version 3.22. No general malfunction is suspected on the device in question. This case is kept and used for trending purposes.

Event description:
This programmer (and also the other two xt from this hospital) occasionally stop responding to touch (almost as if the screen is freezing). This time it was on the (B)(6) 2025 while programming a pm for MRI mode. After p1+p2 operations the tablet reopens the session and all works fine after that. It seems an issue of memory. There are not to many patient files on this programmer. Although this issue is easily fixed with the p1+p2, it is not very good for the companies perception. These devices should perform better.